Manufacturer narrative:
Medfusion - investigation: customer reported problem: will not stay charged / has depleted battery constantly. Tamper seal removed / broken: no. Physical condition of the device: excellent condition. Results of pump event history log review: only a normal warning message low battery was found in pump history. Evaluation tests or methods used to duplicate / replicate the reported problems: charging pump overnight. Reported problem duplicated / replicated: unable to duplicate the problem, pump was fully charged overnight and testing pump for long period of time on battery power and no problem was found on battery. What caused the reported (primary) problem: unable to duplicate, no problem was found. It was a new battery manufacturing date on 23-mar-2016. Lmd reading at 2160 and cpi reading at of. Who caused the reported problem: unable to determine, no problem was found on battery. Actions / repairs done to correct the reported (primary) problem: replaced battery and interconnect board for preventive. Performed power up process and all functional tests which passed. Primary f-code: (B)(4). Repair summary: cleaned and greased pump. Device passed functional / delivery tests: yes. Incoming software app: 3.0.6. Outgoing software app: 3.0.6.

Event description:
It was reported that during use of a medfusion® 3500 syringe pump battery will not stay charged, depleted battery, and constantly alarming.